Manufacturer narrative:
Continued: e1- postal code: (B)(6). Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "feel pain", "change in texture", "slight deformity in the shape of my breast", "discomfort", "simple cyst, no larger than 0.5 cm", "intracapsular rupture". This record is for the right side. Device remains implanted.